Event description:
It was reported that during a percutaneous intervention (pci) procedure a balloon rupture and detachment occurred. The lesion was an area of instent restenosis, of an unknown metallic stent, located in a dialysis graft in the patient's upper arm. A xxl/14-4/5.8/75 balloon was advanced and inflated to nominal pressure to treat the target lesion when the balloon burst. The tip of the balloon detached from the shaft. A non-bsc snare was used to capture part of the balloon; however, it had broke into 3 pieces. The patient was sent to surgery to remove the distal tip of the balloon. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure a balloon rupture and detachment occurred. The lesion was an area of instent restenosis, of an unknown metallic stent, located in a dialysis graft in the patient's upper arm. A xxl/14-4/5.8/75 balloon was advanced and inflated to nominal pressure to treat the target lesion when the balloon burst. The tip of the balloon detached from the shaft. A non-bsc snare was used to capture part of the balloon; however, it had broke into 3 pieces. The patient was sent to surgery to remove the distal tip of the balloon. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device revealed the device was returned with the distal section of the shaft and the balloon having completely detached. The distal section of the shaft including the distal markerband was not returned for analysis. Visual and tactile examination of the returned device revealed a break had occurred in the shaft 5mm distal to the distal edge of the proximal markerband. A complete circumferential tear had occurred in the balloon material 46mm distal to the edge of the proximal balloon sleeve. The balloon was folded and there were traces of blood on the balloon. No other issues were noted. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).